Manufacturer narrative:
The sternal saw power unit and footswitch were returned to terumo for investigation. A loose wire was found and the system was repaired by tightening the cable and performing a preventive maintenance. Preventive maintenance would have prevented the reported failure mode. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the sternal saw worked intermittently during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.